Event description:
The device was returned to the service center with a report of the device alarmed with a hw watchdog error 03.13.00.005 display message. No add'l info was provided. However, during testing at the service center the device was powered on and alarmed with a whitescreen error.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.